Event description:
A malfunction alarm was reported on the pump during insulin pumping. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, resulting in the decision to replace the pump. The customer agreed to use their current pump as backup and followed the instructions for return and replacement processes.